Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain / pain pelvic") in a (B)(6) year-old female patient who had essure (batch no. 816060) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 3 ((B)(6) 2005; (B)(6) 2009; (B)(6) 2009), miscarriage, cholecystitis, cholelithiasis, carpal tunnel syndrome, kidney stones, breast pain, migraine, low back pain, spondylolisthesis, breast swelling, breast abscess, breast operation and shoulder operation. Previously administered products included for birth control: ortho tri -cyclen from (B)(6) 2009 to (B)(6) 2010 and mirena from 2006 to 2008; for an unreported indication: zithromax. Past adverse reactions to the above products included nausea with zithromax. Concurrent conditions included obesity, smoker, toothache, musculoskeletal pain, shortness of breath, chest pain, alcohol use, hand pain, allergic reaction to antibiotics, adhesive tape allergy, allergic reaction to antibiotics, cough, numbness in hand, bursitis, supraspinatus tendonitis, flank pain and anesthesia. Family history included breast cancer (paternal great grandmother), colon cancer (several family members), diabetes mellitus (several family members), hypertension (parent), kidney stones (father), lung disease (maternal grandmother) and cancer. Concomitant products included atropine sulfate, buspirone, clonazepam, cyclobenzaprine hydrochloride (flexeril), etodolac, fluconazole (diflucan), ibuprofen, ibuprofen (motrin), panadeine co (tylenol #3), paracetamol (acetaminophen), pethidine (meperidine), sertraline, sumatriptan, sumatriptan (imitrex) and vicodin (lortab). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and the first episode of fatigue ("fatigue"). In (B)(6) 2011, the patient experienced nausea ("nausea"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced mood swings ("mood swings"), the second episode of fatigue ("fatigue") and dyspareunia ("dyspareunia"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and the last episode of fatigue was resolving, the mood swings outcome was unknown and the vaginal haemorrhage, menorrhagia, nausea and dyspareunia had resolved. The reporter considered dyspareunia, menorrhagia, mood swings, nausea, pelvic pain, vaginal haemorrhage, the first episode of fatigue and the second episode of fatigue to be related to essure. The reporter commented: current weight (B)(6) lbs. She did not allege that essure caused birth defects. Mr- 3 coils seen on both sides. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be tally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no bath number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 20-feb-2018:follow up from pfs and m.r- abnormal bleeding (vaginal), abnormal bleeding(menorrhagia), nausea, dyspareunia (painful sexual intercourse),lot number, reporter, historical condition added from pfs.historical and concomittant condition, concomittant drug, familly history added from medical record.essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain / pain pelvic") in a 27-year-old female patient who had essure (batch no. 816060) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 2005; (B)(6) 2009; (B)(6) 2009), miscarriage, cholecystitis, cholelithiasis, carpal tunnel syndrome, kidney stones, breast pain, migraine, low back pain, spondylolisthesis, breast swelling, breast abscess, breast operation and shoulder operation. Previously administered products included for birth control: ortho tri -cyclen from june 2009 to january 2010 and mirena from 2006 to 2008; for an unreported indication: zithromax. Past adverse reactions to the above products included nausea with zithromax. Concurrent conditions included morbid obesity, smoker, toothache, musculoskeletal pain, shortness of breath, chest pain, alcohol use, hand pain, allergic reaction to antibiotics, adhesive tape allergy, allergic reaction to antibiotics, cough, numbness in hand, bursitis, supraspinatus tendonitis, flank pain and anesthesia. Family history included breast cancer (paternal great grandmother), colon cancer (several family members), diabetes mellitus (several family members), hypertension (parent), kidney stones (father), lung disease (maternal grandmother) and cancer. Concomitant products included atropine sulfate, buspirone, clonazepam, cyclobenzaprine hydrochloride (flexeril), etodolac, fluconazole (diflucan), ibuprofen, ibuprofen (motrin), panadeine co (tylenol #3), paracetamol (acetaminophen), pethidine (meperidine), sertraline, sumatriptan, sumatriptan (imitrex) and vicodin (lortab). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and the first episode of fatigue ("fatigue"). In (B)(6) 2011, the patient experienced nausea ("nausea"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced mood swings ("mood swings"), the second episode of fatigue ("fatigue") and dyspareunia ("dyspareunia"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and the last episode of fatigue was resolving, the mood swings outcome was unknown and the vaginal haemorrhage, menorrhagia, nausea and dyspareunia had resolved. The reporter considered dyspareunia, menorrhagia, mood swings, nausea, pelvic pain, vaginal haemorrhage, the first episode of fatigue and the second episode of fatigue to be related to essure. The reporter commented: current weight 250 lbs. She did not allege that essure caused birth defects. Mr- 3 coils seen on both sides. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41 kg/sqm. Hysterosalpingogram in (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2018: quality safety evaluation of product technical complaint incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on (B)(6) 2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011 for permanent contraception. Sometime after implant of the essure device plaintiff began to experience one or more of the following symptoms including but not limited to severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain, abdominal pain, pain during intercourse, headaches, allergic reaction, mood swings, migration of the device, unwanted pregnancy and fatigue. She reported to her healthcare provider that she was experiencing chronic pelvic pain mood swings and fatigue. On (B)(6) 2015, she saw her physician and underwent a total laparoscopic hysterectomy and bilateral salpingectomy. Quality safety evaluation of ptc received on (B)(6) 2016: ptc global number (B)(6). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be tally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to an adult female consumer who had chronic pelvic pain after essure (fallopian tube occlusion insert) insertion. Approximately 4 years later, she underwent a total laparoscopic hysterectomy and bilateral salpingectomy. Pelvic pain is anticipated in the reference safety information for essure. Considering that essure therapy may cause pelvic pain and considering that in this case no alternative explanation was provided, a causal relationship with essure cannot be excluded. This case is regarded as incident since surgical device removal was required (implied). A product technical complaint analysis is being sought. Further information will be obtained through litigation process.